Manufacturer narrative:
Summary of evaluation: this insert was not evaluated as the device was implanted. A review of the device history record for this insert found that no discrepancies were reported during MFR.

Event description:
Reporter states, upon removal manual compression of insert there was gross micro-motion and pumping of fluid between the insert and baseplate. The physician opted to implant the device.